Event description:
Zoll m series monitor/pacer/defibrillator was attached to a cardiac arrest pt using the zoll stat padz. The pads showed the pt was in pulseless electrical activity rhythm. The pt then went to a "v.f.b." Rhythm. The monitor was switched to the defib mode and changed for defibrillation. The crew pushed the shock button but the machine would not discharged. An error message flashed stating "poor connection check pads." The crew checked the pads, cables and connection with no action necessary. The machine was recharged and still did not discharge. An additional defibrillator was called to the scene resulting in a delay.